Event description:
Reportedly, on 29-january-2026, the error mesage "set-up failed" is displayed.

Manufacturer narrative:
Analysis of the returned subject device permit to reproduce the reported event. Upon reception, the transmitter is not working correctly and the error message "set up failed" is displayed. Review of the event log did not permit to establish any findings regarding this event. No further investigation could be performed, the main origin of the reported event could not be established with certainty. The most probable hypothesis is that a hardware failure from unknown origin caused the reported behavior. This case is retained and utilized for trend purpose.

Event description:
Reportedly, on 29-january-2026, the error mesage "set-up failed" is displayed.

Manufacturer narrative:
Device analysis is still ongoing, results will be provided on the next report.